Manufacturer narrative:
Additional information: d4, d9, h3, h4, h6(update codes), h11. H4: the lot was manufactured between september 3-5, 2025. H11: the device was received for evaluation. Visual inspection was performed on the returned unit which showed that the bladder had been ruptured. The ruptured bladder was examined for signs of external or internal surfaces of the bladder and any surface defects on the stressmember. No signs of abnormality were observed on the external or internal surfaces of the bladder, the rupture line and stressmember. The reported condition was verified. The cause of the issue was due to inherent variation in the material from manufacturing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
D4: unique device identifier (UDI) # is based on the di information as no lot number was provided by the reporter. E1: initial reporter facility name: (B)(6) hospital. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bladder of a small volume infusor ruptured during filling. The device contained fluorouracil (5-fu). There was no patient involvement. No additional information is available.